Event description:
It was reported to boston scientific corporation on (B) (6) 2009 that an achalasia pneumatic hand pump & monitor and a rigiflex ii achalasia balloon dilator were used during an achalasia procedure performed on (B) (6) 2000 ((B) (6) male patient, weight unknown). According to the complainant, the patient underwent pneumatic dilatation of the esophagus for achalasia on (B) (6) 2000; perforation resulted. A partially covered ultraflex stent was placed on (B) (6) 2000 to seal the perforation and to aid in healing the perforation. There was no esophageal stricture. On (B) (6) 2000 the ultraflex stent was reported to have migrated. This was reported as device and procedure related, mild and resolved. The stent was endoscopically removed with forceps without sequealae. The perforation was found to have completely healed, and the stenting procedure was hence stated to have been successful. The healing of the esophagus perforation was re-confirmed on (B) (6)2000. There were no patient complications as a result of this event. The patient's condition at the conclusion of this procedure was reported to be "resolved". Additional information received: according to the complainant, there was no malfunction of the balloon; the perforation was a result of the patient's condition. A stent was placed 13 days after the balloon dilatation procedure; this intervention was confirmed to be successful.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-06228. It was reported to boston scientific corporation on december 11, 2009, that an achalasia pneumatic hand pump and monitor and a rigiflex ii achalasia balloon dilator were used during an achalasia procedure performed in 2000. According to the complainant, the patient underwent pneumatic dilatation of the esophagus for achalasia the same day; perforation resulted. A partially covered ultraflex stent was placed thirteen days later to seal the perforation and to aid in healing the perforation. There was no esophageal stricture. Two months later, the ultraflex stent was reported to have migrated. This was reported as device and procedure related, mild and resolved. The stent was endoscopically removed with forceps without sequelae. The perforation was found to have completely healed and the stenting procedure was hence stated to have been successful. The healing of the esophagus perforation was re-confirmed the following month. There were no patient complications as a result of this event. The patient's condition at the conclusion of this procedure was reported to be "resolved".